Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power loss alarm and unexpected battery power loss. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the calling the twenty four hour helpline this morning to perform an insulin pump reset. The customer states the is re-occurring. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power loss alarms and then power error were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly.